Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient was feeling a stinging at the implant site occasionally. Also, says she has no symptom relief of therapy. Physician increased settings to help with symptom relief during 30 day, 3 month, 6 month post op visits. No other diagnostics performed and there were no known contributing factors. Patient underwent laparoscopic surgery for removal of leads and battery. The issue was resolved and no further actions will be taken.